Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. The balloon, markerbands, proximal weld, port/exit notch, hypotube, inner shaft and outer shaft were microscopically inspected. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the port/exit notch. Inspection revealed a separation in the inner shaft, 5mm distal of the port/exit notch. Inspection of the remainder of the device revealed a kink in the outer shaft and hypotube at 27.5 cm from the tip, numerous areas of the distal outer damage (bunching), and numerous kinks in the hypotube. The remainder of the device was free of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery with anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified artery in below the left knee (btk). After a guidewire crossed the lesion, a 40mm x 146cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, contrast leakage was confirmed with the fluoroscopic image. The device was removed from the patient's body and it was noted that the balloon ruptured. The procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery with anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified artery in below the left knee (btk). After a guidewire crossed the lesion, a 40mm x 146cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, contrast leakage was confirmed with the fluoroscopic image. The device was removed from the patient's body and it was noted that the balloon ruptured. The procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.